Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller states he was told that the patient (pt) has not had their system on for the past 'couple years' because at some point they saw a message every time they try to turn system on or off that said 'power error' or something along those lines. The caller states he was told manufacturer was notified and the pt was told they would need to have their system replaced. Agent advised the pt consider following up with managing doc, caller requested that he be able to page the local rep in the area. Agent directed to nas. Additional information was received from the patient. It was reported that the device always said "por has occurred. Please check the device battery level. Therapy has been turned off." The cause was determined to not be due to normal battery depletion. The cause of the device not working was determined to have been most likely cause by a bad/defective device. They had never communicated with the battery and handset. The patient charged the device, turned it on and it still showed the error. Revision surgery had been scheduled for on (B)(6) 2024.